Manufacturer narrative:
The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation was unable to conclusively verify customer information as valid: the transducer was found to be twisted in the handpiece housing, by disconnecting the tip. This is a user mistake; torque base was not used. To resolve the issue, the housing and all o-rings have been replaced. Additionally, calibration and final test according to the manufacturer's specification have been performed. Root cause - the root cause was confirmed as overtorquing of the handpiece due to incorrect assembly and disassembly of the handpiece by the customer using the torque wrench. This resulted in torque wrench misaligning the dot on the handpiece and the handpiece connector. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 23khz straight handpiece (c2600) had a cracked handle and there was a red alert/alarm when connecting to the generator. This was observed during a liver surgery when the doctor tried to connect the handle to the system. They were able to complete the procedure using another handle; however, there was increased surgery time of 2 hours. Patient outcome was reported as "good."